Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order from ehr was not crossing to pyxis. A technical support specialist (tss) logged into the server remotely via remote support service (rss) and confirmed that the synchronization status for device sds was current. The device assignment configuration for sds was reviewed. The tss ran the ade report and found that user had performed a remove transaction on sds for one order, as reported by the customer. For another medid, the order appeared to cross over the second time, meaning it processed only on the second attempt. However, the order was originally entered at 6:41 am and did not appear in the system this was due to the order was entered without item transactions for another medid. The tss then confirmed that the user had created a test patient and test orders to replicate the issue. The customer mentioned that they were not able to leave a pending order at that time. The tss stated that customer was working with administration team on send through 10 test orders at a future date. The technical support specialist (tss) closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server orders did not cross from the ehr to the pyxis station named sds. The issue affected the following medications: acetaminophen 1000 mg/100 ml, famotidine 20 mg vial, and cefazolin 2 g premix. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.